Event description:
It was reported this right ventricular (rv) lead had undergone a lead safety switch (lss) due to high out of range pacing impedance. The impedances were noted to be gradually increasing. The patient noted a red call doctor icon on their remote communicator, before contacting technical services (ts) for further assistance. The patient was referred to their clinic for further assistance. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Limited information is provided in section e (initial reporter), due to european privacy laws, as the patient reported this event.